Manufacturer narrative:
(B)(4): device eval is pending.

Event description:
Reportedly, the oxygen line connection to the ventilator was not secure and the oxygen line became disconnected while the device was ventilating a pt during an ambulance transport. It was reported that the high pressure alarm sounded. The pt was manually ventilated until he reached his destination. No permanent pt injury was reported as a result of this event. No add'l pt info was provided.